Event description:
Vague report of "changed the injection site on the pt's single lumen subclavian line, and of course flushed and locked same straight after. However, in the evening as the nurse went into the injection site to flush, blood poured back down the line. The nurse noted that the tubing was incompetent, wiped it off and reflushed the line via a new bung." No other pt info provided.